Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03289. The pt has 2 scs leads with the same lot number. It was reported the pt is experiencing a heating/burning sensation at her scs ipg pocket site as well as pain across her back after experiencing an impact to her scs ipg pocket site. Follow-up identified x-rays revealed no anomalies. The pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.